Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, completely broken off reservoir tube lip, missing reservoir tube o-ring, cracked case at reservoir tube window corner and cracked reservoir tube window.

Event description:
The customer reported via phone call that insulin pump had crack and pieces missing on reservoir area. The customer¿s blood glucose level was 207 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per healthcare professional's instructions. The insulin pump will be returned for analysis.